Manufacturer narrative:
On 6/28/201 a replacement computer was shipped to site. On 6/29/2017 a medtronic representative went to site to test the equipment. A computer was replaced and system checkout was performed after replacing the computer. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. On 7/5/2017 the suspect computer has been received by manufacturer for evaluation. Medtronic personnel has tested the computer and were unable to replicate the issue as the computer booted normally to the application screen. The cranial program and the exams loaded without any issue. Computer passed all testing.

Event description:
A medtronic representative reported that while setting up for a spinal fusion procedure, the navigation system software was on verify instruments task and the software unexpectedly exited and was unresponsive on the exiting screen. The mouse was still functional. Rebooting the system resolved the issue and was able to enter the software. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.